Manufacturer narrative:
Device not yet evaluated by manufacturer.

Event description:
When zeroing the catheter, the monitor showed 0 mmhg (normal values) but after transfer the patient into the ward and re-connected the catheter and pso-ec20, the monitor showed e001 error message.

Manufacturer narrative:
According to sophysa in-house process, the parenchymal probe has been analyzed by the quality control laboratory. The sight shows that the catheter is quite clean excepted dry blood deposits on one part of the tubing. The silicone membrane is cut on the top, oxidizing is visible on the microfilament according to functional tests, the catheter doesn't meet its specifications due to oxidizing of a microfilament (cut of the silicone membrane). Internal documentation shows that the probe has been delivered conform to quality requirements. There is no explanation leading to a cut of the silicone membrane, and as a conclusion no assignable cause for this event.

Event description:
The probe showed e001 error when reconnecting the catheter to extension cable. This error appears after transferring the patient into a ward.